Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance. On (B)(6) 2026, fluoroscopy was performed showing no abnormalities. The physician capped and replaced the ra lead that same day. The patient was discharged after the procedure.

Manufacturer narrative:
Correction: section b1, "adverse event" should have been selected. Correction: section b2, "required intervention to prevent permanent impairment/damage (devices)" should have been selected.